Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tsa surgery had been performed on (B)(6) 2020, the patient cuff failed. This adverse event was solved by revision surgery on (B)(6) 2023, in which when from an anatomic system to a reverse system. The stem was well fixed but surgeon made decision to take out all hardware and revise with another system. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of this medical investigation, clinical documentation has not been received; therefore, it is unknown if the rotator cuff failure was a result of advancing disease, traumatic injury, or other factor(s). However, it is a known potential complication post shoulder arthroscopy and based on the limited information provided, it cannot be confirmed that the event is related to a mal performance of the component(s). Reportedly, the rotator cuff failure led to the revision and without patient specific medical documentation, no other potential contributing clinical factors could be concluded. The patient impact beyond the revision secondary to the reported cuff failure cannot be determined. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for titan¿ total shoulder system revealed that disabilities of other joints tend to adversely affect shoulder replacement implants, jeopardizing the efficacy of the implant. This has been identified as a warning. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient condition, abnormal motion over time and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6 (health effect - clinical code).